Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead had insulation damage. Additional information from the field representative indicated that the distal pin or electrode was disconnected from the main insulation of the lead, exposing the conductor coil. This lead was surgically abandoned. No additional adverse patient effects were reported.